Event description:
While attempting to pass through the aortic valve with the edwards lifesciences edwards commander delivery system (9600lds29, 61769852) with the edwards lifesciences pericardial tissue heart valve (9600tfx, 6532617) according to manufacturer's recommendations, the guidewire retracted into the delivery system and was unable to be advanced. Several attempts were made to extend the guidewire without success. The delivery system and the tissue valve had to be removed from the patient and replaced.